Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not turn on.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2012 and performed to specification up to the (B)(6) 2016. During this time the device records 64 manual power ups of varying durations, these multiple manual power ups mainly occur during the working week and at similar times which may indicate the user was regularly power cycling the device. This was further supported with the customers label on the device showing the device was used on a fast response bike. The returned pad-pak was inserted into the device. The device failed to power on using the on/off button. The status led continued to flash green. The device was then disassembled for investigation. Investigation found the fault was due to membrane failure due to moisture ingress. During the investigation corrosion was observed on both the shock key and on/off button, this resulted in the device failing to power on using the on/off button. This confirms the reported fault. The corrosion observed on the membrane and on the contact collars suggests the fault occured as a result of moisture ingress. The fault could not be replicated with a known good membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins. This did not affect the devices ability to deliver therapy.